Manufacturer narrative:
The insulin pump had a broken reservoir tube lip noted. The insulin pump had a cracked belt clip slot, minor scratches lcd window, cracked case at display window corner, cracked lcd window, cracked reservoir tube and stained end cap sticker. No moisture damage noted on electronic or motor assembly.

Event description:
The customer reported via phone call indicating that the insulin pump had a damage. Customer's blood glucose was unknown mg/dl. The customer stated that the lip around reservoir compartment has broken off to where the black rubber seal is coming out. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.